Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely an overheating issue led to component failure of the burned plastic distal end cover. Regarding the residues in the bending tube, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the bronchovideoscope exhibited biohazard red and brown residues between internal elements in the bending section, and a burn stain inside the channel opening on the distal end plastic cover. There was no patient involvement.